Manufacturer narrative:
(B)(6). The device was manufactured from august 23, 2019 - august 26, 2019. The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph was performed which revealed evidence of a bladder rupture. The reported condition was verified. The cause of the condition could not be determined from the photograph. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured. The set was being filled with 50 ml of fluorouracil (non-baxter) and 30.5 ml of glucose 5% (non-baxter). This occurred while the pharmacy preparer was filling the device under a hood. It was reported that while 15.5 ml of the fluorouracil remained to be injected, the ¿folfusor membrane burst¿ which caused the yellow cap to be slightly lifted and a leak of product ¿outside the diffuser¿ was observed. There was no patient involvement. No additional information is available.